Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, a reservoir tube lip that was completely broken off, a minor scratched display window, and a missing end cap sticker.

Event description:
The customer called to report that a piece fell off the insulin pump while she was changing clothes. The location of the damage was on the reservoir compartment. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was informed that the device would be replaced and to return their device back for analysis.

Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected data will be provided in this report.